Manufacturer narrative:
Device expiration date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. Investigation summary: unconfirmed, no sample provided. Investigation conclusion: unconfirmed, no sample provided.

Event description:
It was reported that the bd ultrasafe¿ plus x100l experienced leakage when the plunger fell out during use.